Event description:
The biomedical engineer reported that during an inspection of the external pulse generator (epg), it was noticed that the device had a cracked case. The epg was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found the main printed circuit board to be out of specification electrically. The battery release, heart wire block, heart wire leads and lead flex cover were contaminated. The two side bail covers were broken and the battery contacts were compressed, the ring and one side bail were bent, the battery drawer was broken and the keyboard had cosmetic damage. (B)(6). (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that the pcb was not out of specification, but rather needed calibration. Once the unit was calibrated, the main pcb passed all testing.